Event description:
It was reported that the batteries in the insulin pump did not last longer than 12 hours, and after several hours the device goes to a blank display without alarming. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a broken solder joint on the interface board. Further testing was not performed due to the blank display.